Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device had incomplete staple line distally, and poor staple formation. The surgeon used another device reload to resolve the issue in order to complete the case. There was no patient injury.